Event description:
It was reported that episodes of automatic mode switch (ams) due to noise were noted on the right atrial lead. The lead remains implanted. There were no adverse health consequences to the patient.